Manufacturer narrative:
Analysis received the unit with unresponsive button due to corroded keypad traces. There was no scroll bar or ramping numbers without button press noted. There was no moisture damage found on the electronic or motor assemblies. There was no unexpected battery out limit alarms noted during the testing.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was 136 mg/dl at the time of incident. The customer stated the insulin pump was exposed to fluid. The customer stated that the scroll bar is not moving with no input from the user. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.